Event description:
It was reported that the patient was experiencing inadequate stimulation and was experiencing discomfort with the ipg. The patient underwent an explant procedure. The explanted ipg was not returned.